Event description:
Intermittent lead impedance of 3000 ohms was noted.

Event description:
It was reported that bipolar lead impedance increased from 715 ohms impedance at implant to greater than 1400 ohms three days later. The unipolar impedance has consistently been near 400 ohms.

Manufacturer narrative:
Final analysis found that the lead coil was bent at 14.6 cm and 39.9 cm from the connector pin. Signs of melting was noted on the lead body insulation at 16.4 cm from the connector pin, which was possibly caused by using electrocautery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.